Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Using the pod 5 / page 55: before applying a new pod, you must first select an appropriate infusion site. Due to ease of access and viewing, the abdomen is often used. Your healthcare provider may suggest other potential sites that, like the abdomen, typically have a layer of fatty tissue, such as the hip, back of upper arm, upper thigh, or lower back (figure 5-13 and figure 5-14 on the next page). Caution: change the site each time you apply a new pod. A new infusion site should be at least 1" away from the last site. (Using the same location repeatedly may reduce insulin absorption.) Living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site (see chapter 5, using the pod). 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat. Insulet corporation will transition to a new complaint handling system in early (B)(6). During this transition period, we will continue processing existing complaints in our legacy system along with processing new complaints in our new complaint handling system. We are letting you know to expect two different patient or manufacturer reference numbers. Refer to below for these references: legacy system: c17-xxxxxx (this format will eventually be phased out once all complaints are closed out in the legacy complaint handling system) new system: cn-xxxxxx (this format will become the standard once all new complaints and regulatory submissions are managed in the new complaint handling system)

Event description:
A patient developed an infection at the pod's infusion site, with blood glucose reaching 398 mg/dl, while wearing the pod longer than 48 hours. The affected site was located at point of insertion and formed a boil (abscess) with "pus" discharge. A physician prescribed 500 mg of diflexin 2 times daily and an unknown topical. The patient had endured infections over the past 5 months, however, "not consistent" with each pod used. An exact number of occurrences was not provided.